Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch #953c06. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 953c06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. Corrected data: remove h6. Medical device problem code a051104.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? - customer said the device fired the first 1/3 of the staple line and then locked out. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes ¿ stared to deploy and cut but then locked out after the first squeeze of the trigger. 3. Or, did the device fully fire and stop during the automatic knife return? No. 4. Was there any difficulty opening the device? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, surgeon clamped jaws on large bowel tissue with blue reload and went to fire. The device knife moved the first 1/3 of the firing sequence (1st squeeze of handle). When surgeon went to continue firing and squeezing firing trigger, he said the device locked up and wouldn¿t fire and the firing trigger would not move. The device locked out and then he followed safety lockout steps and changed the reload for another blue. The same thing then happened again. They again followed safety lock out and then opened a competitor device instead. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.